Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that following insertion of the mesh the patient experienced pain, erosion, extrusion, urinary problems, organ perforation, recurrence, bleeding and dyspareunia. It was reported that the patient underwent mesh removal x 2 on (B)(6) 2011 and (B)(6) 2012 out of medical necessity. (B)(4) ¿urinary problems; undefined recurrence.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that patient had excision of mesh/sling removal on (B)(6) 2011 due to erosion and extrusion. It was reported that patient had removal of previously placed avaulta mesh on (B)(6) 2012. (B)(4)